Event description:
In (B)(6) 2003, lasik surgery was performed on my myopic right eye. There was a problem during surgery - the doctor had trouble making the flap lie down smooth on my eye. It's too twice as long as usual. For this reason, he waited 30 days before performing the surgery on my left eye. Both eyes had been myopic (-7.5 and -8). Other than that, my eyes were fine. My corneas were perfect. About 7 years later, my right eye was slightly nearsighted. My left eye was slightly far sighted. I had an astigmatism in both eyes. I got glasses. About 15 years after the lasik surgery, my optometrist told me my astigmatism was "irregular" and couldn't be corrected by glasses or soft contact lenses. He told me the lasik had likely caused the irregular astigmatism. He referred me to a scleral lens fitter. Now, without scleral lenses, my left eye is completely useless. I have corneal ectasia. It may worsen, or it may not. My right eye is slightly better, but not enough for me to safely drive without my scleral lenses in. A person can't wear scleral contact lenses 24 hours a day. Every single day, there are several hours where I don't have the lenses in because after about 12-13 hours, they feel uncomfortable. This means that for several hours a day, I can't read. I can't write. I can't go anywhere. Lasik caused this. I know of hundreds of others who have experienced the same complications from lasik as I have. I know many more who have experienced worse complications for which there is no (B)(6) remedy. Some have corneal neuralgia, and live with severe pain 24 hours a day. Some have had corneal transplants. Some have lost an eye. Before lasik, my corneas were perfect. Lasik purposely damaged them. Surgery that purposely damages a healthy organ should not be legal. I spent (B)(6) on lasik. I've spent at least that much on doctor visits, glasses (back when glasses could actually help), and contacts since getting lasik. The statistics about lasik are misleading. Even today, people aren't told all the risks. The number of patients who experience complications is severely underreported. That number should include patients who only had complications years after surgery. If I'd been told that a decade or more after surgery, my left eye would be useless unless I put a giant hard contact in my eye, I wouldn't have had the surgery. My story is not uncommon. FDA safety report ID# (B)(4).